Event description:
It has been reported to philips that the x-ray was not functioning. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray machine is not working. Review of the system log file showed that errors in the x-ray generator due to loose connection of cables. The fse reset the all x-ray generator connections. After resetting the connections, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.